Event description:
During the procedure, x-ray was being taken and it was noticed that there was a piece of a wire in the picture that was not intended to be there. The surgeon and scrubs searched the field to see if it was just laying in view, but it wasn't found, and determined it was in the patient and must have broken off somehow. The team tried for about an hour to retrieve the piece of wire, but were unsuccessful. It was then decided by the surgeon that it would not move and to close the sites. Operative note: pre-operative diagnosis: 5.8cm right common iliac artery aneurysm; symptomatic. Post-operative diagnosis: same. Procedures performed: bilateral percutaneous transfemoral endovascular repair of right common iliac artery aneurysm via placement of a bifurcated iliac endograft in bifurcated aortic endograft. Third order selective catheter placement of the left internal iliac artery with balloon angioplasty of the left internal iliac artery. Complications: segment of broken 0.35 glidewire cannot be retrieved from the left internal iliac artery. From the procedural note: "after this angioplasty, the distal portion of the endograft position was changed in order to allow adequate inflow into the left internal iliac artery. This time there was noted that the previous 035 guidewire tip had broken into the main branch of the left internal iliac artery. The used guidewire examined, and we confirmed that the tip of the floppy guidewire had broken. The guidewire was fixed to the medial portion of the arterial wall and was not mobile. We made multiple attempts passing 035 wires and trying to get a stable system into the left internal iliac artery in order to snare the wire, but could not get anything to advance and wire axis was lost. After a long time trying to get a hold of this wire, we decided to abort any further attempts and leave the wire in place. Again, angiogram showed good flow into the iliac artery branches without any travel of the guidewire. The wire appeared to be trapped behind the distal seal zone of the iliac branch of the endograft. We then proceeded to do completion angiogram. No evidence of endoleak, with adequate flow into both internal iliac arteries, external iliac arteries, and femoral arteries."